Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were intractable spasticity and multiple sclerosis. It was reported that the pump was implanted in (B)(6) 2012. After the in-hospital rehabilitation, the patient was released to go home on a friday. Two days after that, she was hospitalized and had the pump removed the following day due to infection. No information related to diagnostics performed for the infection was reported. Further follow-up was requested to obtain additional information.